Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) said their programmer does not work. Patient services (ps) worked with patient to try to use the programmer with the antenna attached and patient said it beeped 3 times and described the poor communication picture. Ps worked with pt to try to synch with their ins without the antenna attached and pt reported therapy off/ok. Pt said they had just recharged today. Worked with pt to try to turn therapy back on however pt was unsuccessful. Patient tried several more times without the antenna attached and reported nothing happened when they pressed the therapy on/off button. The issue was not resolved. An email was sent to the repair department to replace the device. No patient symptoms or further complications were reported as a result of this event.